Manufacturer narrative:
(B)(4)

Event description:
It was reported that the manufacturer representative needed a torque wrench and a tunneling tool for a pocket revision and wanted to know if there was a revision kit they could order. It was noted that the health care provider (hcp) and patient wanted the implantable neurostimulator (ins) moved because the patient fell on the device and wanted it adjusted in the pocket. All impedances were fine and it was working. It was reported that the patient was scheduled for 2014 (B)(6) for the pocket revision.

Event description:
Additional information received reported that the manufacturer representative first became aware of the event when they completed the report about a month ago. They were not sure when the patient fell. It was noted that the hcp completed the pocket revision yesterday. The patient would be seen for follow-up in a few weeks. It was reported that there were no components involved with the issue that the manufacturer representative was aware of. The patient was interrogated with the clinician programmer and it showed abnormal impedances and x-rays were taken of the sacrum. It was noted that the cause of the event was that the patient fell and it was not device related. The patient was doing well and was receiving effective therapy. It was stated that the manufacturer representative didn¿t have details on the patient's status following revision surgery.

Manufacturer narrative:
Product ID 3889-28, lot# va02cfp, implanted: 2012 (B)(6); product type lead. (B)(4).